Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. This event occurred with two tampons. She did not seek medical assistance, and has no plans to do so. Consumer reported she was fine, no further follow ups are tasked.